Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Without the device returned for analysis a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was performed to treat a target lesion in an unspecified artery. The 3.25 x 23 mm xience sierra stent delivery system was advanced to the target lesion and an attempt was made to inflate the balloon; however, it was noted that when 8 atmospheres (atm) of pressure were applied, the balloon did not inflate. The device was removed, with the stent on the delivery system, and it was noted that there was a leak in the middle of the balloon. The stent remained on the balloon, with no movement. There were no adverse patient effects and no clinically significant delay. A second same device was used without issue. No additional information was provided.